Event description:
It was reported that the pressure tubing detached at the vamp reservoir. No cracks were visible around the area of detachment and no leakage was noted prior to the detachment. The device was checked in the normal manner prior to use (luer connection tightening). No patient injury occurred.

Manufacturer narrative:
One double dpt - vamp adult kit was returned for evaluation. Dry blood was visible on the kit. The pressure tubing was found completely detached from the (B)(4) adhesive bond joint with the vamp reservoir. The tubing was bent near the point of detachment. Presence of (B)(4) adhesive was visible on a small part of the tubing and reservoir bond areas. It appeared that the (B)(4) adhesive had been inadequately applied to the bond joint during the bonding process. Visual examination was performed under 10x magnification. The tubing detachment occurred on the patient side of the kit. The complaint was confirmed as related to the manufacturing process. An investigation was opened to address this type of failure.